Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultramini meter had a display issue. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt. The pt tests her blood glucose 4 to 5 times a day. She manages her diabetes via lantus 110 units at bedtime and novolog 14 units on a sliding scale. The pt indicated that the reported issue began the same day at 11:30am. During that time, the pt reportedly dropped the subject meter in water (use-error) and the subject meter reportedly had lines going through the display. As a result of the reported issue, the pt reportedly took extra 2 units of novolog insulin. Approximately 10 to 15 minutes later, the pt reportedly experienced symptoms "nervousness, shakiness and trembling of the hands." The pt also stated that it was time for her to eat and that could be the reason for her shakiness. The pt was not tested on any other meter. The pt did not receive/require any medical assistance. It was noted that the reported issue occurred after the subject meter was dropped in the water and therefore, there is no evidence that the subject meter malfunctioned. Based on the provided info, this complaint is being reported because the pt allegedly developed symptoms that can be associated with severe hypoglycemia, after the reported issue began.